Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message after 1 day of wearing the adc freestyle libre sensor and experiencing a loss of consciousness. Customer's partner called paramedics and upon their arrival, a reading of 1.5 mmol/l was obtained on their hcp meter and customer was administered glucose as treatment (route of administration unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. Visual inspection has been performed on the returned sensor and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Visual inspection has been performed on the sensor plug. The sensor plug was fully seated in mount. Inspected plug assembly and no failure mode was observed. No product deficiency was identified.

Event description:
Customer reported receiving a "scan again in 10 minutes" message after 1 day of wearing the adc freestyle libre sensor and experiencing a loss of consciousness. Customer's partner called paramedics and upon their arrival, a reading of 1.5 mmol/l was obtained on their hcp meter and customer was administered glucose as treatment (route of administration unspecified). There was no report of death or permanent impairment associated with this event.